Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, missing address serial label and missing end cap sticker.

Event description:
The mother reported via phone call that the customer received a button error alarm when they attempted to bolus. The customer's blood glucose was 338 mg/dl. The mother could not recall any significant events leading to the alarm. The mother also declined to troubleshoot for the customer's high blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.